Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6)2015 to report that the transmitter is emitting heat on (B)(6)2015. The patients mother did not report any injury or medical intervention.